Manufacturer narrative:
Result: erroneous demographic information. Conclusion: database corruption suspected. Database on the unit was replaced.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously assigned patient demographics to a patient sample on a datalink dl2000 data manager. No incorrect results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that 2 samples were drawn from 2 separate patients. The dl2000 had erroneously assigned the second patient's identification (ID) to both patient samples. Both sample ids referenced the demographics for only the second patient. The issue was discovered when a delta check was performed on the dl2000 between the 2 samples in question. The correct demographics from the dl2000 were posted for each sample to the site's laboratory information system (lis). A bci representative suspected that database corruption in the dl2000 may have been responsible for the event. The database on the unit was replaced.